Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen. The patient developed skin irritation that looked like eczema with dryness and red irritation under the adhesive and mainly under the transmitter holder footprint. The patient contacted an hcp; however, there was no documentation of medical intervention. Additional information was provided on 01/26/2021. It was reported that the patient sustained permanent scarring on the abdomen associated with the skin reaction reported. This is being reported as there was a serious deterioration in the state of health of the patient (permanent impairment of a body structure - scarring). No additional patient or event information is available.